Manufacturer narrative:
Philips received a complaint on the philips heartstart mrx defibrillator indicating that the auto-test goes into failure with an error message saying maintenance required. There was reportedly no patient involvement. Remote support from the customer care solution center was received, during which it was determined preventative maintenance needed carried out, specifically the calibration of the co2. The customer performed a co2 calibration resolving the reported issue. The device remains at the customer's site. No further action is required at this time. H3 other text : remote support provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the auto test failed with an error message that says maintenance needed. There was no reported patient involvement.